Event description:
Customer reported they cannot save images during fluoro or swap images to the other monitor. The right monitor stays blank. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. No patient injury was reported.